Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: bariatric procedure. According to the reporter: the reporting person said that during the surgery the load cut but did not fire. The surgeon performed a manual suture and the procedure finished normally. After the hospital discharge, the patient was admitted to another hospital and was submitted to an endoscopic procedure that diagnosed a fistula and to solve the problem it was passed a catheter.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.